Event description:
It was reported that the patient was having trouble charging their rechargeable snm ipg device. The patient's urinary symptoms were not being resolved. The patient underwent an x-ray and it was discovered that their device slightly migrated. The patient was then given new programs to try. The device was replaced and there were no new patient complications as a result of this event.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006.